Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 69-year-old male patient who was enrolled in french reimbursement study underwent a tevar (thoracic endovascular aortic repair) due to a thoracic aortic aneurysm, where a thoracic-lp-cmd-device (lot #3503355) was implanted proximally and a zta-p-42-225 (lot # e3501656 ¿ complaint product) was placed distally. Both proximal and distal neck were 30mm with diameters on 27mm and 39mm respectively. The proximal zone of stent graft implantation was zone 2. The left subclavian artery was completely covered by the stent graft and was revascularized during the implant procedure. No other additional procedures were reported during the index procedure. On the procedural angiogram, there was no endoleaks. The patient was discharged from the hospital on (B)(6) 2016. On follow-up CT conducted dated the (B)(6) 2020 a type ib distal endoleak was revealed. The maximum diameter of the aortic aneurysm had gradually increased from initial 66 mm (2016) to 79 mm (2018). Prior to treatment for his thoracic aortic aneurysm the patient had a history of chronic pulmonary disease, hypertension, horton disease and asa class 3 (a patient with severe systemic disease). It is noted that a treatment is planned but not scheduled. The product was not returned, and no imaging was provided. Review of the device history record gave no indication of the device being produced out of specification. Per the IFU, a two-component repair (proximal and distal component) is recommended, as it provides ability to adapt to the length change over time. A two-component repair (proximal and distal component) also provides active fixation at both the proximal and distal seal sites. The IFU also states, that endoleak is a known potential adverse event. It is noted that a proximal device, zta-p, has been implanted distally. Based on the provided information and review of documentation it has not been possible to establish an exact cause of the reported event. It is possible disease progression has contributed to the endoleak. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: type ib distal endoleak. Enrolled in this study due to a thoracic aortic aneurysm with maximum diameter of 66 mm and without symptoms at the time of hospital admission. The proximal neck was straight and 30 mm in length with a diameter of 27 mm. The distal neck was also straight with length of 30 mm and a maximum diameter of 39 mm. On (B)(6) 2016, the patient first received a thoracic-lp-cmd-device (lot #3503355) prior to placement of one proximal component (zta-p-42-225; lot # e3501656) distal to the custom device. Both were placed via a right femoral cutdown without difficulty. The proximal zone of stent graft implantation was zone 2 (per ishumaru¿s classification). The left subclavian artery was completely covered by the stent graft and was revascularized during the implant procedure. No other additional procedures were reported during the index procedure. On the procedural angiogram, there were no endoleaks. The patient was discharged from the hospital on (B)(6) 2016. (B)(6) 2016: follow-up CT revealed no technical observations or imaging abnormalities. Maximum diameter was 66 mm. (B)(6) 2018: follow-up CT revealed no technical observations or imaging abnormalities. Maximum diameter was 72 mm. (B)(6) 2020: follow-up CT revealed loss of the distal seal (type 1b endoleak) . Maximum diameter was 79 mm. Patient outcome: treatment is planned but has yet to be scheduled.